Manufacturer narrative:
Physio-control evaluated the device and observed that it would not operate on ac power. The svc rep replaced the power supply assembly, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
According to the reporter, the device will not operate on ac power. There was no pt associated with the reported event.